Manufacturer narrative:
Method code- a review of the manufacturing records for the device has been requested. Additional devices implanted in this patient are as follows: pxc141400/06697249, pxc141400/06347267.

Event description:
In 2009, the patient underwent treatment for an abdominal aortic aneurysm measuring 8.8 mm in diameter. When preparing to deploy a trunk-ipsilateral leg component up the right side, the physician, when pulling back the wire from the delivery catheter, also pulled the catheter itself back. A very rapid deployment of the trunk-ipsilateral leg component was performed, resulting in the proximal end of the device, landing 2-3cm below the renals. A 32mm cook renu extension cuff was then deployed into the trunk-ipsilateral leg component. This resulted in a partial covering of the right renal artery, by the cook renu extension cuff. The physician attempted to gain wire access to the right renal artery to try and obtain more flow, but could not. A palmaz stent was then deployed at the right renal artery to occlude blood flow to the renal artery in it's entirety. Two contralateral leg components were then implanted, one device was deployed to the contralateral side and the other was utilized to extend the right common iliac. A slight type I endoleak appeared to exist, which angioplasty of the proximal trunk area resolved. The patient had a very tortuous anatomy, which include a 90 degree angle neck with a transverse taper, and a proximal neck length of approximately 25 mm. The patient tolerated the procedure.